Manufacturer narrative:
(B)(4). The device was discarded.

Event description:
It was reported by the physician that there have been a couple of mishaps using the trauma kit. He thinks it is partly human error and the line is too short. The line had not been sutured and so it migrated out during the resuscitation procedure. He states that the pt survived and is fine.